Event description:
Paramedics used the device to deliver defibrillator therapy to a pt diagnosed in ventricular fibrillation. After delivering energy to the pt two times in succession, the device reportedly displayed that 'paddle leads were off'. Pt treatment was continued with an AED which was on scene. The pt had a dnr order. Pt outcome was not reported.